Manufacturer narrative:
Investigation conclusion update: the current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 1029099 based on the total quantity of devices manufactured for distribution is 0.033%. Based on the evidence available, the lot is performing as expected. No further action is required. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 1029099 based on the total quantity of devices manufactured for distribution is 0.008%. Based on the evidence available, the lot is performing as expected. No further action is required.

Manufacturer narrative:
Investigation "conclusion": testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1029099 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no conflicting results observed. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot 1029099 and test base part number 190-430 / lot 1029099. Two false positives were observed during qc testing which is acceptable per specifications. The current overall incident rate for conflicting results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.01%. Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results on a direct tested polyester nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2021. Per the customer, the patient was not symptomatic. No additional information, including patient treatment and outcome was provided.